Event description:
An operating room supervisor reported lens was taken out of patient's eye during an intraocular lens (iol) implant surgery. Additional information was received from the nurse who reported that, as the surgeon was manipulating the lens, he noted a posterior capsular tear which was probably already there but not visible until the lens was inserted. The lens was removed and replaced with another type of lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).